Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they required medical assistance on (B)(6) 2018 as well as insulin pump had an over delivering alarm. Blood glucose reading was 30 mg/dl at the time of incident. The customer was treated with juice, food, glucose gel and an intravenous fluid. The customer's current blood glucose was 243 mg/dl. The customer believed the insulin pump was over-delivering insulin due to multiple shock episodes that they had. Troubleshooting did not find any issues with the insulin pump. All programming was accurate. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test,unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08715 inches. Device received with partially broken off piece at the reservoir tube lip and battery tube threads. The p-cap or reservoir locked properly. Unit received with cracked case at the reservoir tube window corners and reservoir tube window. Device received with minor scratched display window and case. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).